Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was disconnected from pacemaker. Boston scientific technical services (ts) referred the patient to the physician. The lead remains in service. No adverse patient effects were reported.